Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pelvic pain') and genital haemorrhage ('general abnormal bleed/abnormal bleeding (general)') in an adult female patient who had essure (batch no. 825628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera, elavil, celexa, norco and tramadol. Concurrent conditions included dysfunctional uterine bleeding, peritoneal adhesions, chronic cervicitis, paratubal cyst and hypermenorrhea. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), cervicitis ("chronic cervicitis"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal diischarge"), nausea ("nausea"), migraine ("migraine, migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood altered ("mood changes"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with hydrocodone bitartrate;paracetamol (norco) and surgery (hysterectomy (partial), salpingectomy (bilateral), oophorectomy(unilateral), lysis of adhesion). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, hormone level abnormal, nausea and migraine had resolved, the genital haemorrhage, cervicitis and vaginal discharge outcome was unknown and the menorrhagia, vaginal haemorrhage, female sexual dysfunction, mood altered, bladder disorder and urinary tract disorder had not resolved. The reporter considered abdominal pain, bladder disorder, cervicitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse) dysmenorrhea (cramping),pelvic pain, abdominal pain, chronic cervicitis. Insertion details: 4 coils-right tube 5 coils-left tube diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: total bilateral occlusion. Pregnancy test - on (B)(6) 2011: negative. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, dysmenorrhea, menorrhagia. Lot number: 825628, manufacture date: 2011-02, expiration date: 2014-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pelvic pain') and genital haemorrhage ('general abnormal bleed/abnormal bleeding (general)') in an adult female patient who had essure (batch no. 825628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera, elavil, celexa, norco and tramadol. Concurrent conditions included dysfunctional uterine bleeding, peritoneal adhesions, chronic cervicitis, paratubal cyst and hypermenorrhea. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), cervicitis ("chronic cervicitis"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal diischarge"), nausea ("nausea"), migraine ("migraine, migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood altered ("mood changes"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with hydrocodone bitartrate;paracetamol (norco) and surgery (hysterectomy (partial), salpingectomy (bilateral), oophorectomy(unilateral), lysis of adhesion). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, hormone level abnormal, nausea and migraine had resolved, the genital haemorrhage, cervicitis and vaginal discharge outcome was unknown and the menorrhagia, vaginal haemorrhage, female sexual dysfunction, mood altered, bladder disorder and urinary tract disorder had not resolved. The reporter considered abdominal pain, bladder disorder, cervicitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse) dysmenorrhea (cramping),pelvic pain, abdominal pain, chronic cervicitis. Insertion details: 4 coils-right tube. 5 coils-left tube. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: total bilateral occlusion. Pregnancy test - on (B)(6) 2011: negative. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs and mr received. New events abnormal bleeding (vaginal), apareunia, mood changes and bladder or urinary problems were added. Lot number was added (825628). Lab data was added. Historical, concomitant conditions, treatment drugs were added. Reporter¿s information was added. Patient¿s demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and cervicitis ("chronic cervicitis"). The patient was treated with surgery (hysterectomy. (Partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain and cervicitis outcome was unknown. The reporter considered abdominal pain, cervicitis, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse) dysmenorrhea (cramping),pelvic pain, abdominal pain and chronic cervicitis. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. This case became incident. Product indication updated. Previously reported ¿injuries¿ was updated to pelvic pain. Events- dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), abdominal and chronic cervicitis were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), cervicitis ("chronic cervicitis"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), nausea ("other injuries/symptoms: nausea, migraine ,hormonal changes") and migraine ("other injuries/symptoms: nausea, migraine ,hormonal changes") and was found to have hormone level abnormal ("other injuries/symptoms: nausea, migraine ,hormonal changes"). The patient was treated with surgery (hysterectomy. (Partial),salpingectomy (bilateral), oophorectomy(unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, hormone level abnormal, nausea and migraine had resolved and the genital haemorrhage, cervicitis, menorrhagia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, cervicitis, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain and vaginal discharge to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse) dysmenorrhea (cramping),pelvic pain, abdominal pain, chronic cervicitis, most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events- menorrhagia, general abnormal bleed, vaginal discharge, nausea, migraine ,hormonal changes were added. Updated outcome of events pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, nausea, migraine ,hormonal changes to recovered/resolved. Date of removal, patients dob were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.